Manufacturer narrative:
Continuation of d10: product ID 977a260 serial (B)(6) implanted: on (B)(6) 2021 : product type lead product ID 977a260 serial (B)(6) implanted: on (B)(6) 2021 : product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep). Patient came in indicating his pain has returned and doesn't feel like the stimulation is helping much. Upon interrogation (connectivity test), it showed electrodes 8-15 do not use with an "x". Impedance test returned values of 40,000 on all electrodes 8-15. All programming was on this lead only. The rep switched all programming to lead 1 (0-7) and will evaluate if this one working lead will help with the patient's pain. He will test the settings for about 3 weeks. If nothing has changed and he is not getting any meaningful relief, we will have a discussion with the doctor about the issue and see what they would like to do. The issue remains ongoing at this time. Additional information from the rep indicated that the patient's therapy is going well. Patient will follow up with us for any further issues.